Manufacturer narrative:
Siderail arm too tight.

Event description:
It was reported by service report that the siderail could not be locked in the up position. No pt involvement or adverse consequences are reported.